Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopic procedure, when the surgeon was using the ar-8400td, the tip malfunctioned (exploded) in the knee of the patient. The surgeon used the c-arm in the case to make sure they retrieved all of the metal out of the patients knee. The case was completed by using a new ar-8400td.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400td was received for investigation. Visual inspection identified that the cutting tip at the distal end of the inner tube had broken off prior to receipt for investigation. The fragments generated during the event were not returned for analysis. Fragmentation was noted to the cutting head window at the distal end of the outer tube, as well. The damage observed is most likely the result of interference between the device and other instrumentation during use.